Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during an emergent device follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was scheduled for replacement at the end of the month.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during an emergent device follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was scheduled for replacement at the end of the month. Additional information was received confirming the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.